Event description:
Baxter IV pump supposed to be infusing levophed at 66ml/hr. Pump stated that 261 ml had been infused. The bag was still full. The IV line was disconnected from the pt and no drops were coming out even though the pump stated that it was infusing. Reporter #2 - vr # (B)(4) - infusing IV levophed through new baxter pump equipment ID (B)(4) with proper medication programmed into pump. IV bag was changed while I was in MRI and I noted gtts from bag while on MRI tubing and after I put it back on the baxter pump. This medication is hung in a brown bag and I noted about the time that the bag should be changed that the bag was actually full. The pump was running and it noted that 246 had infused. We were titrating this med to blood pressure along with other vasopressors. Safety stop called.